Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the device failed to complete its internal self-test due to an isolated component failure within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on and failed to complete its internal self-test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The pneumatic block was replaced to resolve the failed internal self-test. Visual inspection of the device revealed the top case flexible connector was not fully inserted. The connector was reinserted to resolve the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device did not power on and failed to complete its internal self-test. The device was not in patient use when the reported event occurred.